Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that one bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube has been found experiencing labelling problems during use. The following has been provided by the initial reporter: customer complained fill line is light and hard to see.